Manufacturer narrative:
Philips has investigated this complaint, which originated from a remote alert; no customer report related to this issue was received. According to the additional information acquired, the remote alert did not impact on the system's workflow. On-site inspection did not identify any issues with mains voltage, and the system was confirmed to be operating as per specification. To date, no recurrence of the issue has been observed. At the time this complaint was received, philips did not have enough information to exclude that a malfunction had occurred and that there was a potential for death or serious injury on recurrence. As such, the complaint was reported. Since that time, philips has determined that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint was received as a remote alert and there was no customer report related to this issue. Investigation confirmed the system's workflow was not impacted. Based on re-evaluation, this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the mains power unit was experiencing undervoltage, which could prevent imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.